Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and the cartridge was reported as being the cause of the occlusion. The customer's blood glucose (bg) level was 314 mg/dl. The customer changed the cartridge and insulin delivery was resumed.